Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item # 01-0408, lot # t21343000; epker osteo 6mm tip str cv. Item #01-0406, lot # t21343001; epker osteotome 6mm tip straig. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00383. 0001032347-2022-00391.

Event description:
It is reported that the blade had a chip in it the first time it was used. A different instrument was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided photo. The photo shows a total of three instruments where the tips of the instruments are all slightly chipped. For all three instruments the complaint is confirmed. A determination cannot be made as to what caused the tips to chip. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.